Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the introducer was used for access before an atrial septal defect closure attempt. The device leaked from the hemostatic valve leading to a significant blood loss of over 200cc. The patient was anemic due to this blood loss and a transfusion was needed. The patient was later released from the hospital. The procedure will be rescheduled.